Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue.

Event description:
It was reported that the patient underwent a laparoscopic supracervical hysterectomy to treat uterine fibroids and menorrhagia on (B)(6) 2008 and a morcellator was utilized. The pathology showed atypical myxoid smooth muscle tumor with stromal cell differentiation and could not rule out low grade myxoid leiomyosarcoma. On (B)(6) 2008, the patient underwent laparoscopic bilateral salpingo-oophorectomy, laparoscopic resection of abdominal wall mass consistent with persistent tumor, trachelectomy and laparoscopic omental resection. The pathology had same diagnosis as the (B)(6) 2008 pathology. The patient was placed on arimidex, but developed significant arthralgias and myalgias and discontinued medication. As of (B)(6) 2012, the patient has been off medication for two years with no recurrence. No additional information was provided.